Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Stryker sales rep in (B)(6) reported that a pt who went through a surgery a couple yrs ago in a hospital in (B)(6), and diapason has been implanted, is requesting now instruction for use and full info translated into russian language, related to this device as she has complaints referred to the implant. Diagnosis was scoliosis t1-t3 ??